Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing. The customer received a replacement device. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The third party service agent performed an initial evaluation of the device and was unable to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during a training scenario, their device locked up and could not be used. This lock up reportedly occurred immediately after a defibrillation shock was delivered and the user could not use the device. The customer indicated that all the led lights were still illuminated on the device when it was locked up. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer reported that during a training scenario, their device locked up and could not be used. This lock up reportedly occurred immediately after a defibrillation shock was delivered and the user could not use the device. The customer indicated that all the led lights were still illuminated on the device when it was locked up. There was no patient use associated with the reported issue.